Event description:
Report received from (B)(6) states: "cutter is dull. No pt impact."

Manufacturer narrative:
The device has not returned for eval. Should the device or add'l info become available, a supplemental report will be filed.